Event description:
A pt reported experiencing inaccurate low results with an otbe meter. The pt's blood glucose results were 74 mg/dl vs. 140 lab. Tests were done within 10 mins with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.